Event description:
It was reported that pump experienced malfunction with code 16 while customer was using pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, and successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction happened again, which customer acknowledged and understood; no additional information was received regarding further outcomes.